Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction. This is a notification zoll medical corporation has overlooked error message "ECG fault 7" resulting in the risk of disabling the defibrillation function for the device. Zoll medical corporation is reviewing similar reports and reevaluating reportability based on this information. This report is being submitted subsequently as a result of our review.

Manufacturer narrative:
The reported malfunction was observed, and attributed to a faulty integrated circuit on the analog board. Analysis of failures of this type has not identified an increase in trend.